Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Physician reported "implant rupture and capsular contracture - baker grade ii. Device has been explanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, an opening on radius, crease fold, red particles on the shell, and wear abrasion. A microscopic analysis was performed which identified, two crease sharp openings on radius and anterior, stress marks. Based on the device analysis, the final assessment is: two crease sharp openings on radius and anterior assessed, as fold flaw opening.

Event description:
Healthcare professional reported, left side "implant rupture. And capsular contracture, baker grade ii. Device has been explanted.